Manufacturer narrative:
(B)(4). Device manufacture dates for lot 12f001: may 31, 2012 - june 5, 2012. Pictures of the sample were provided. Photographic inspection of the samples observed a ruptured reservoir. This confirmed the reported condition. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon inside a single day infusor exploded during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information become available, a follow-up report will be submitted.